Event description:
It was reported that the ventricular lead experienced a loss of capture due to dislodgment. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.